Manufacturer narrative:
The buttons on the insulin pump were unresponsive due to corroded keypad traces. No button error alarms or unexpected ramping noted during testing. The following cosmetic damage was noted: cracked case at display window corners, cracked reservoir tube lip, minor scratches on the lcd window, cracked lcd window, and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm. Her blood glucose level was 129 mg/dl. When she tried inputting her carbohydrates, the numbers started to ramp up. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.